Event description:
On (B)(6) 2015, a percutaneous transhepatic biliary drainage (ptbd) was placed at a stenosed lesion in the patient. On (B)(6) 2015, when the nurse changed the gauze, she confirmed that the catheter ruptured and bile was leaking at the site. The physician removed the ruptured fragment from the patient's body with a mosquito clamp. The same device was used to complete the procedure. There have been no adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Event evaluation: the customer returned one catheter with the bonded tip separated from the catheter shaft. A review of dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, trends, and a visual inspection was conducted during the course of investigation. The product was inspected as received. The separated tip was approximately 5 cm in length from the separation to the distal tip. The malecot wings were cut to 10 mm length and were intact. The wing slits were located about 5 mm proximal to the distal tip. The catheter shaft was 21 cm from the proximal hub to the separation. This indicates some stretching in the catheter shaft. The catheter shaft should measure approximately 20cm +/- .5 mm from the proximal hub to the bond. The catheter shaft appeared smooth and undamaged beyond the noted separation. There were several small holes punched around the side of the separated tip. The holes are random in size and in orientation around the shaft of the tip. This product is not produced with sideports. It appears that the holes were added to the tip after the device was supplied to the customer. A search of the production records revealed that there were no reported nonconformances in the production of the provided lot. A search of complaint reports also revealed that this complaint is the only complaint logged against this lot. There is no evidence to suggest that the product was not manufactured to specification. The device is packaged with an IFU; which gives the device description, intended use, contraindications, warnings, precautions and instructions for placement and use of the device. It is possible to suggest that the punching of holes in the shaft may have weakened the bond between the tip and the catheter shaft leading to the noted failure of the device. Per the conclusion of a quality engineering risk assessment further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
On (B)(6) 2015, a percutaneous transhepatic biliary drainage (ptbd) was placed at a stenosed lesion in the patient. On (B)(6) 2015, when the nurse changed the gauze, she confirmed that the catheter ruptured and bile was leaking at the site. The physician removed the ruptured fragment from the patient's body with a mosquito clamp. The same device was used to complete the procedure. There have been no adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Additional surgical procedure is not directly labeled in the IFU. Device code: material rupture is not labeled in the IFU. The event is currently under investigation.